Event description:
On event date a type I endoleak was noted on final angiogram. No intervention was performed at that time. In march 2001 an intervention was performed by placing an aneurx cuff that was positioned within the ancure endograft attachment system at the proximal neck and ballooned with a zmed balloon. A fem-fem bypass was performed due to the occlusion at the right limb.

Event description:
Case event: pt was converted post implant 1 year 2 months. The pt was presented to ER with abdominal pain. A persistant type 1 endoleak was present. The aneurysm sac had grown. The physician decided to convert the pt to standard aaa repair. Pt is recovering fine.